Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and advanced it forward into the patient. The physician inflated the occlusion balloon to 5mm for the test occlusion. The physician then attempted to deflate the occlusion balloon; however, the occlusion balloon would not deflate. The physician attempted a second time, re-aligning the occlusion balloon wire into the adapter and attempted to deflate the occlusion balloon and still would not deflate. The physician attempted a third time re-aligning the occlusion balloon wire and was able to deflate the occlusion balloon. The device was then removed and replaced with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.